Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) was not connected to the unit any longer and was not with the unit at the time of this call. There was nothing indicated during troubleshooting that could have caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.